Manufacturer narrative:
The gore® cardioform asd occluder instructions for use list device embolization as a potential device or procedure related adverse event. Article citation: jonathon a. Hagel, anirudh vinnakota, jimmy c. Lu, jeffrey d. Zampi, percutaneous removal of an embolized atrial septal defect device with a novel retrieval system, jacc: case reports, volume 31, issue 7, 2026, 106569, issn 2666-0849, https://doi.org/10.1016/j.jaccas.2025.106569. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature publication was reviewed: percutaneous removal of an embolized atrial septal defect device with a noval retrieval system, the journal of american college of cardiology, volume 31, issue 7, 2026, 106569, issn 2666-0849. The article was available online february 18, 2026. Summary: the article reports a patient had a 44mm gore® cardioform asd occluder successfully implanted to treat an atrial septal defect balloon sized to 25.3mm with a floppy vena cava rim. Approximately 12 hours, the patient experienced chest pain, nausea and vomiting. Initial imaging showed the device was stable. The patient then developed hypoxia and hypotension. Computed tomography (CT) showed the occluder had embolized to the right pulmonary artery and noted thrombus on the device. Flow was preserved to the distal right pulmonary arteries. The occluder was successfully retrieved with a gore® dryseal flex introducer sheath, snare, and ono retrieval system basket. After device retrieval, a 30mm amplatzer septal occluder was used to close the defect. The patient tolerated the procedure well and was later discharged from the hospital.